Manufacturer narrative:
The insulin pump was received with slightly protruded drive support disk. No a33 alarm noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratches on lcd window, cracked case at display window corners and case at reservoir tube window corners.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 220 mg/dl, which she treated with manual injection. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)